Manufacturer narrative:
Citation: kadir sadikoglu., et al.. Life-threatening pulmonary artery rupture during transcatheter tricuspid valve-in-ring implantation: case report and management strategies. European heart journal 9, ytaf351 2025. 10.1093/ehjcr/ytaf351. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 54-year-old female patient who underwent tricuspid valve repair using a medtronic 29mm duran ancore annuloplasty ring concomitant with mitral and aortic valve replacement using non-medtronic valves. It was reported that post implant, the patient presented with progressive fatigue, dyspnea on exertion, and signs of right-sided heart failure. A transesophageal echocardiography (tee) performed revealed a dilated right ventricle, severely impaired systolic function, and torrential tricuspid regurgitation due to persistent native leaflets malcoaptation with structural failure of the annuloplasty ring. It was reported that a valve-in-valve replacement was performed with a non-medtronic transcatheter valve. No further information was provided pertaining to medtronic products.